Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experience high blood glucose levels. The customer¿s blood glucose level was 417 mg/dl at the time of incident. The customer placed an order and was calling regarding the order. The customer did not mention they wanted to trouble shoot or decline trouble shoot. The insulin pump is being replaced and is expected to return for analysis. Frn-model unknown ¿ reservoir. Unomedical-model unknown-infusion set.